Event description:
It was reported the switch-case began to emit sparks.

Manufacturer narrative:
It was reported the switch-case began to emit sparks. Examination of the internal components of the switch revealed the electrical cord had broken inside the switch-housing, but we were unable to determine the cause. We will continue to investigate this issue with our supplier.